Event description:
It was reported that the pump battery was unresponsive. The customer¿s blood glucose level was 349.20 mg/dl. Customer attempted various troubleshooting steps, including changing wall outlets and using different charging cables, but these did not resolve the issue. Technical support decided to replace the pump, confirmed the shipping address. Customer will use multiple daily injections as a backup therapy and return the problematic pump with a pre-paid label within 10 days.